Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient event of pneumonia with subsequent hospitalization. The etiology of the pneumonia is unknown; therefore, causality cannot be confirmed. The peritoneal dialysis registered nurse (pdrn) reported the patient was experiencing drain complications with multiple alarms prior to the hospitalization. There are no treatment records or hospital documentation to show evidence of a device malfunction or deficiency. There was no information provided by the pdrn related to the type of pneumonia the patient was diagnosed with or that the pneumonia was caused by a dialysis deficiency. Additionally, the manufacturer evaluation of the liberty select cycler has not been completed to date. Patients with chronic kidney disease (ckd) are known to be at higher risk of infection by s. Pneumoniae with an increased risk of hospitalization and death. While there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the patient¿s pneumonia with hospitalization; there was limited information available to determine whether the liberty select cycler caused or contributed to the adverse event. Therefore, the liberty select cycler cannot be excluded from having a causal or contributory role in the serious adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) had reported that a peritoneal dialysis (pd) patient had been hospitalized for fluid issues and believes the liberty select cycler was the cause. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was hospitalized 01/dec/2020 with a diagnosis of pneumonia. The pdrn reported the patient had been experiencing drain complication issues and multiple alarms during treatment with the liberty select cycler prior to the hospitalization. No additional information related to the hospitalization was provided. It is unknown if the patient was fluid overloaded at the time of the event. The pdrn could not confirm the cause of the pneumonia. The patient was discharged on an unknown date and continued to complete pd therapy with the same liberty select cycler and continued to encounter the drain complications. The pdrn stated all other potential causes of the patient¿s drain complications have been ruled out. The patient underwent imaging to confirm correct pd catheter (not a fresenius product) placement, has seen the surgeon, and ruled out constipation. Additionally, the patient drains well on manual exchanges. Therefore, a replacement cycler was requested. The patient has been utilizing the replacement cycler without issue.

Event description:
A peritoneal dialysis registered nurse (pdrn) had reported that a peritoneal dialysis (pd) patient had been hospitalized for fluid issues and believes the liberty select cycler was the cause. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was hospitalized (B)(6) 2020 with a diagnosis of pneumonia. The pdrn reported the patient had been experiencing drain complication issues and multiple alarms during treatment with the liberty select cycler prior to the hospitalization. No additional information related to the hospitalization was provided. It is unknown if the patient was fluid overloaded at the time of the event. The pdrn could not confirm the cause of the pneumonia. The patient was discharged on an unknown date and continued to complete pd therapy with the same liberty select cycler and continued to encounter the drain complications. The pdrn stated all other potential causes of the patient¿s drain complications have been ruled out. The patient underwent imaging to confirm correct pd catheter (not a fresenius product) placement, has seen the surgeon, and ruled out constipation. Additionally, the patient drains well on manual exchanges. Therefore, a replacement cycler was requested. The patient has been utilizing the replacement cycler without issue.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid on the top cover, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 6000ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried under the pump on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified the vacuum/chamber was out of range. The cycler was sent to rework. The hydrophobic filter tube was kinked, the kinked tube was cleared, and then the return to passing the test and calibration. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.